Event description:
It was reported that, after a hip replacement surgery performed on (B)(6) 2021, the patient dislocated the affected hip due to a fall. On (B)(6) 2022 a revision surgery was performed and it was noticed that the cobalt chrome 12/14 taper femoral head 26mm + 4 disassociated from the tandem bipolar shell/xlpe liner 45mm outer diameter 26mm inner diamete, even though the poly ring did not disassemble from the outer head. Current health state of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The associated device was returned and evaluated. A visual inspection of the returned device did not notice any damage that occurred to the femoral head as such. The returned device was sent disassembled and does lock into each other . According to clinical/medical investigation, no relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The contribution of the device to the reported incident could not be corroborated . Some potential probable causes for this event could include but not limited to traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.